Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage on the electronics assembly. The pump was unable to perform all functional testing including the operating currents, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The pump was received with moisture damage motor, vibrator, keypad and battery tube assembly. The pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call of moisture damage from the insulin pump. The customer's blood glucose reading was 248 mg/dl. The customer submerged his pump into the pool by accident. The customer stated that there is fluid under the lcd display. The customer stated that the pump was not dropped. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.